Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.

Event description:
A territory manager assisting a (B)(6) male patient contacted zoll customer support to report that while the patient was connecting the belt to the monitor, he bent the pins in the connector. The patient was provided with a replacement electrode belt.